Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
As reported on (B)(6) 2014, a patient of unknown age and gender presented for a drainage insertion procedure. During the procedure, it was reported the guidewire used had fracture inside of the patient. The fractured piece was successfully removed from the patient. It was reported the patient suffered no permanent harm or injury due to the event. It was reported the device is available for return to the manufacturer for evaluation.